Manufacturer narrative:
A spacelabs field service engineer went on site and restarted the xhibit telemetry receiver (xtr). The cause of the sudden shut down was not determined. Following the restart of the xtr the device was confirmed to be functioning properly. Cause of failure was not established.

Event description:
The customer reported that while monitoring telemetry patients on the xhibit central station, they received a message that stated they lost connection to their xhibit telemetry receiver (xtr) and lost patient monitoring. The patients were readmitted on a different xtr to resume monitoring. There was no patient or user harm associated with this event.